Event description:
It was reported that the patient presented for a procedure. During the procedure it was noted that the right ventricular (rv) lead had insulation damage. The rv lead was capped and replaced on (B)(6) 2021. There were no patient consequences.